Manufacturer narrative:
Correction: please retract this report 2017865-2023-42635 the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event.

Manufacturer narrative:
Correction: g3 should have been 26 sep 2023 instead of blank.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the device exhibited under-sensing. No intervention was made. No patient symptom was reported.